Manufacturer narrative:
G4: this report is being filed on an international product, list number 192-000j that has a similar product distributed in the us, list number 192-000. The remainder of the investigation remains in progress. A supplemental report will be provided after completion or upon receipt of new information. H3 other text : sinlge-use; device discarded.

Event description:
The customer reported a false positive result with the ID now covid-19 2.0 assay performed on (B)(6) 2023. Confirmation testing via an unspecified method performed on an unknown date generated a negative result. No additional information, including patient treatment and outcome, was provided. Although requested, the customer stated no further information would be provided.

Event description:
The customer reported a false positive result with the ID now covid-19 2.0 assay performed on (B)(6) 2023. Confirmation testing via an unspecified method performed on an unknown date generated a negative result. No additional information, including patient treatment and outcome, was provided. Although requested, the customer stated no further information would be provided.

Manufacturer narrative:
G4: this report is being filed on an international product, list number 192-000j that has a similar product distributed in the us, list number 192-000. The required intake information to enable further investigation, such as the kit's lot number, was not provided and an investigation was not able to be performed. Notwithstanding, a review of complaints' trend reveals that all lots within expiry dating are performing according to the statements made in the package insert. In conclusion, abbott diagnostics scarborough was unable to determine the exact root cause of the reported issues as no information was provided for investigation. H3 other text : sinlge-use; device discarded.